Event description:
Caller tested 8.0 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 3.4 mmol/l, 3.1 mmol/l. And 6.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).